Event description:
It was reported that during an unspecified treatment procedure, a hole in the shaft was noted. The target lesion was located in the right peroneal artery. A mustang 3.0x40, 135cm balloon catheter would not inflate and contrast was noted in the vessel. The catheter was removed and a small hole in the balloon shaft was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).